Manufacturer narrative:
Evaluation summary: the distal shaft was ripped starting at the guidewire entry port and extending 0.2cm along the distal shaft. There was a kink on the hypotube 4cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. There was no damage to the stent wraps. The distal tip was not damaged. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug-eluting stent in the lad, heavily calcified lesion. There was no damage noted to packaging, no issues noted when removing the device from the hoop/tray and the device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device, excessive force was not used. It is reported that the stent failed to cross and that the stent perforated the lad at the end of the case. A non mdt covered stent was used to treat the perforation. The physician also implanted two resolute drug-eluting stents and an integrity bare metal stent. Patient is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.